Manufacturer narrative:
Device analysis: inspection of the device revealed a stretched and detached partial coil. No introducer sheath or wedge lock were received. The perforations were intact. A kinked/flattened renegade microcatheter was received as well. There was no coupler damage. The coil was detached at the distal coupler weld.

Event description:
Reportable based on device analysis completed on (B)(6) 2025. An embold packing 60 was selected for use in the gondal vein. The physician had deployed a few coils prior to the embold packing without issue. The microcatheter, a renegade hi flo, was flushed intermittently and the coil was advanced. After advancing to approximately 30cm from the tip, resistance was encountered and the coil ceased to advance further. The physician attempted to remove the coil, and the coil was stretched. Imaging showed a good portion of the coil still within the microcatheter. The coil was unable to be removed from the microcatheter, and both devices were removed from the patient together. The microcatheter and coil were exchanged, and the procedure was completed with no patient complications. However, device analysis revealed a partial coil detached within the microcatheter.